Event description:
In a retrospective study to determine clinical and functional outcomes of minimally invasive correction and fusion for adults with scoliosis, clinical data was reviewed for 28 consecutive patients who underwent fusion over three or more levels, and had a minimum of one year of follow-up. All patients had severe predominantly low- to middle-back pain. All patients had participated in extensive conservative therapies without adequate relief of their symptoms before being considered for surgery. The mean age of the patients in the study was (B)(6) years. The patients underwent a single or combination of surgical interbody disc release and fusion procedures: axialif (axial lumbar interbody fusion), dlif (direct lateral interbody fusion), or xlif (extreme lateral interbody fusion). All patients maintained correction of their deformity and were noted to have solid arthrodesis on plain radiographs at one year follow-up. A proximal screw fracture at l-2 was seen in this asymptomatic patient. Solid fusion was confirmed on CT scans. No outcome or other information was mentioned.

Manufacturer narrative:
Literature citation: anand, et al. Mid-term to long-term clinical and functional outcomes of minimally invasive correction and fusion for adults with scoliosis. Neurosurg focus. 2010; 28 (3): e6. Rhbmp-2. No implant or therapy dates were given. (B)(4). Device remains implanted. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.